Manufacturer narrative:
The pod arrived not deployed, with the slide insert and soft cannula not visible through the top and bottom housing windows respectively. Rotational sensor abnormalities were observed. First prime ended prematurely, lasting 24 pulses. After 34 pulses across both priming sequences, the ratchet gear did not advance enough for the needle mechanism to deploy, and the pod was subsequently deactivated. The pod was reset and reran twice without incident. No damages or deficiencies were observed that would contribute to the rotational sensor abnormalities. The rotational sensor malfunction is confirmed as the root cause of the reported needle mechanism failure. The root cause of the rotational sensor malfunction could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the cannula did not deploy during the activation process. The pink slide did not move forward, and the cannula was not visible when removed. The pod was not worn.